Event description:
It was reported that during a meniscus repair surgery, the t2 implant of two(2) fast fix devices deploy prematurely after t1 was deployed. Both implants were removed from the patient using tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported devices were received for evaluation. A visual inspection revealed the devices were not returned in any original packaging. Both devices are missing the t1, t2, and suture. Both device actuators are in the pre-t1/post-t2 position. Both devices have bio debris present. A functional evaluation was performed on the returned device and found both devices cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.